Event description:
The distributor contacted heartsine to report that their customer's device did not respond to on/off button presses. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on per the on/off button. This fault was attributed to a fractured internal track on the on/off switching circuitry, which is routed to the on button line of the membrane. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their customer's device did not respond to on/off button presses. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.